Event description:
Medtronic received information regarding a imaging system being used outside of a procedure. It was reported that covers appeared to be catching on each other when opening the gantry. No patient was present.

Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and inspected and replaced all four inner covers. Loosened bolt on rubber stop on door switch bracket. Performed inspection and verified operation of the system. System performed as intended and is ready for use. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID:bi71000503, product ID:bi71000159, product ID:bi71000159. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.